Event description:
The reporter stated that the needle broke off during injection in the abdomen. The patient went to the hospital, surgical treatment was necessary. The needle could not be found in the abdomen. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.